Event description:
It was reported that the hl 20 pump displayed error message "direct error". The pump was checked and all the connection inside the pump was resetted. The reported failure could not be reproduced and the hl 20 was working fine. Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that during priming the hl 20 pump displayed the error message "direct error". No harm to an person was reported. A getinge field service technician (fst) investigated the device on (B)(6) 2021. The pump was checked and all the connection inside the pump was resetted. The reported failure could not be reproduced and the hl 20 was working fine. No parts were replaced. The device was put back in use. Thus the reported failure could not be confirmed. However the failure mode "direct error" message can be linked to the following most possible root causes according to the hl 20 risk management file: total fail of device because of defective tacho, relay or pump belt. Device was manufactured in 2008-05-01. The review of the non-conformities during the period of 2008-05-01 to 2022-08-02 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.